Manufacturer narrative:
(B)(4). Batch # p94j37. Device analysis: the device was received with the top of the I-blade upper tip broken off and the upper jaw detached not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the device returned condition we were unable to investigate further the "tissue effect issues" reported. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Tissue effect issues. It was reported that the scalpel hard to cut and coagulate during procedure. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.